Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 568mg/dl. The customer took corrective action by administering a correction bolus via the pump, and technical support provided guidance on resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to contact support if any issues reappeared.